Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR. Report# 1627487-2018-08672. Reference MFR. Report# 3006705815-2018-02253. Reference MFR. Report# 3006705815-2018-02254. Reference MFR. Report# 1627487-2018-08673. It was reported the patient experienced an infection located at the ipg and lead site. The patient was prescribed antibiotics. As a result the patient underwent surgical intervention wherein the scs system was explanted. Reportedly the patient was administered IV antibiotics post operatively which resolved the issue.

Event description:
Device 1 of 5 : reference MFR. Report# 1627487-2018-08672 , reference MFR. Report# 3006705815-2018-02253 , reference MFR. Report# 3006705815-2018-02254 , reference MFR. Report# 1627487-2018-08673.